Manufacturer narrative:
There is no indication at the time of this report that the lens has been explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zct150 intraocular lens (iol) in both eyes, the patient experienced great deal of trouble under fluorescent lighting. Patient is having hard time working on the computer, is uncomfortable and has trouble seeing, focusing, completing work but is fine outside. Per the patient according to her doctor, her eyes are healthy and seeing properly. This report represents the lens implanted in patient's right eye. A separate report is being filed for the lens implanted in patient's left eye.

Manufacturer narrative:
Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. The lenses were released according to specifications. A search on complaints related to this production order was conducted. Results revealed no other complaints for this order number were received to date. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.